Event description:
It was reported that a pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to inspect and clean the pump components, remove the pump from its case, and successfully complete the cartridge loading process, allowing them to resume insulin delivery.